Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm having hysterectomy next week via laparoscopy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there is a partially coiled 10,0 cm segment of an essure wire') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device physical property issue "there is a partially coiled 10,0 cm segment of an essure wire/ "partially uncoiled portion of essure"". The patient's medical history included nabothian cyst, paratubal cyst and duodenal-type follicular lymphoma. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure/ bilateral salpingectomy). Essure was removed in (B)(6) 2019. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: a. Right distal external iliac lymph node b. Consists of a uterus with "partially uncoiled portion of essure ® wire extending from both the resected margins of the right and left fallopian tubes. C. There is a partially coiled 10,0 cm segment of an essure wire. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm having hysterectomy next week via laparoscopy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there is a partially coiled 10,0 cm segment of an essure wire') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device physical property issue "there is a partially coiled 10,0 cm segment of an essure wire/ "partially uncoiled portion of essure"". The patient's medical history included nabothian cyst, paratubal cyst and duodenal-type follicular lymphoma. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure/ bilateral salpingectomy). Essure was removed in (B)(6) 2019. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: a. Right distal external iliac lymph node b. Consists of a uterus with "partially uncoiled portion of essure ® wire extending from both the resected margins of the right and left fallopian tubes. C. There is a partially coiled 10,0 cm segment of an essure wire. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter information , other relevant history added. New events added; device breakage, device shape alteration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.